Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia after initiating ilet therapy, with prior history of nocturnal lows and gastric bypass, and with therapy target initially set to higher 24/7 then adjusted to higher overnight and usual during the day; data reviews showed limited or no basal delivery during extended cgm-reported lows and concern for cgm compression artifacts, while corrections for unannounced bedtime ice cream and variable digestion were discussed and a soft reset of meal adaptation and best-practice education were performed. Symptoms included low blood glucose requiring carbohydrate treatment. Outcomes included use of oral glucose and a user request to return the device, with no alarms reported and no hospitalization. Investigation included clinical troubleshooting, data review of insulin delivery versus cgm trends, education on meal announcements and low treatment, cgm placement guidance, and recommendation to confirm lows with fingerstick and use the rule of 15. Investigation of this case revealed that the device did not deliver basal insulin during prolonged low readings and that hypoglycemia was likely multifactorial, including potential cgm compression, correction dosing for unannounced carbs, and variable gastric emptying, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear despite comprehensive education and parameter adjustments. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.